Event description:
It was reported that: "incident occurred on (B)(6) 2024 in the medical imaging department. Insertion of a piccline to begin a chemotherapy protocol. Staff tried to connect the piccline but there was a malfunction: there was no venous return, impossible to push. At the point of insertion, which is in direct contact with the skin, the piccline was bent. The device is functional but thus more complicated to use. The chemotherapy took longer than usual to infuse but there was no other patient consequence."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "incident occurred on (B)(6) 2024 in the medical imaging department. Insertion of a piccline to begin a chemotherapy protocol. Staff tried to connect the piccline but there was a malfunction: there was no venous return, impossible to push. At the point of insertion, which is in direct contact with the skin, the piccline was bent. The device is functional but thus more complicated to use. The chemotherapy took longer than usual to infuse but there was no other patient consequence."